Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2011 due to patient allegations of pain, tissue/bone destruction, discomfort, soreness, dysfunction, loss of range of motion, swelling and inflammation. Additionally, (B)(6) 2011 operative report for the right hip revision noted the revision was due to pain and elevated metal ion levels. Operative report and testing results further noted the presence of lysis, fibrinous material, tan-gray soft to rubbery tissue with no growth present when tested and fluid. The modular head, acetabular cup and liner were removed and replaced with a competitor¿s cup and a biomet head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-00928, 2014-03914 & 2014-06142).